Event description:
It was reported that during a routine follow up visit the left ventricular lead showed impedance of greater than 3000 ohms and there was no capture. Fluoroscopy revealed a lead fracture at the proximal end. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and subsequently tested out of specification. There was a lead fracture on the distal segment/portion and the proximal segment/portion. The distal and proximal portions of the lead were obstructed. The stylet/guidewire was stuck in the lumen. Blood was also noted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).